Manufacturer narrative:
The explanted device was not returned by the hospital; therefore, a device evaluation will not be performed. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, sac expansion of an unknown diameter was identified during a routine computerized tomography scan. The patient was reported to be asymptomatic. Explant and of the device and open repair surgery placing a tube graft was performed. The procedure was successful, and the patient did well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth of 10mm and the surgical conversion events are confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was discharged on the fifth postoperative day home stable following a surgical conversion. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.